Event description:
Unable to verify low battery alert due to blank display. Pump received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Findings: unable to verify low battery alert due to blank display. Pump received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.